Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure, the right atrial (ra) lead helix was difficult to extend. After positioning, suboptimal sensing and threshold measurements were noted. Attempts to reposition the ra lead were difficult due to helix extension/retraction issues. Again, testing measurements continued to be suboptimal and multiple repositioning attempts were required. Eventually, the physician was unable to retract the helix. As a result, the ra lead was explanted and a new ra lead was successfully implanted. No adverse patient effects were reported.